Manufacturer narrative:
On 4/4/2016: corrected the implant and explant date. Signs of abrasion were observed along the lead body. In particular, approx. 50 cm distal to the is-1 connector pin the insulation was found damaged. Based on the position and the characteristics of this damage, abrasion at calcified tissue should be taken into consideration. The lead tip was found pulled back into the lead body and the fixation tines had been sheared off. This damage most likely occurred due to strong pulling forces during the explantation procedure. A closer inspection of the lead tip revealed a white layer on the electrically active area. This deposit was subsequently analysed using ir and edx spectroscopy which suggest a build-up of calcified tissue at the lead tip. This layer may have contributed to the increased pacing threshold and lead impedance mentioned in the complaint description. White encrustations of the shock coils as well as the aforementioned insulation abrasion also point into the direction of strong calcification. Severe explantation damages, such as the deformation of both shock coils and the conductor coil and the pulling of the lead tip into the lead body and of the is-1 connector from the lead body, indicate strong pulling forces during explantation which may have been due to excessive ingrowth of the lead.

Event description:
Ous MDR - after an implantation period of about 51 months, impedance values > 3000 ohm were reported. Also the pacing threshold reportedly rose from 0.7v to 2v. The lead was explanted but not returned to biotronik. No adverse patient side effects have been reported.